Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacturer's sales representative reported that the v60 alarmed vent inoperative (machine and proximal pressure sensors failed). There was no patient involvement.

Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. The service technician was unable to duplicate the reported problem. However, review of the diagnostic log revealed the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Data acquisition to motor controller (mc) cable was replaced and mc board retention bracket was attached to prevent recurrence.